Manufacturer narrative:
The lot number was reviewed for complaint trend. No trends were noted for complaints that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, some of the connectors included in the assembly kit seemed to have extra plastic on the inside which made it difficult or impossible to thread down the black tubing.